Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1 initial reporter postal code: correction - field should be left blank in the initial as the reporter is in the us. H3 device evaluated by mfg: correction - field should be "no" in the initial as the product had not yet been fully evaluated.

Event description:
It was reported that loss of connection occurred on 06-16-2022 for transmitter with serial number 8sskby. However, transmitter with serial number 8ssk8y was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.